Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve was implanted in the aortic position via transfemoral approach. During valve deployment and upon inflation of the delivery system, the balloon burst due to severe native leaflets calcification. Toe assessment showed a well-placed and fully expanded thv with no aortic regurgitation. After the physician ensure the delivery system and wire were coaxial with the sheath tip, the handle was twisted clockwise while gently pulled back the delivery system into the sheath tip. The commander delivery system was observed separated in two pieces inside of the patient via angiogram. One of the pieces could be removed with the delivery system, and the other with a snare inserted through the second femoral. No other missing material remained in patient. Patient remained hemodynamically stable through procedure and post procedure. As per photo provided, delivery system distal tip was separated.

Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed the balloon burst was confirmed. The inflation balloon was observed to have burst and was torn radially. The distal tip, nose tip was separated. The inflation balloon was separated in half radially and the distal end of the guidewire lumen was separated from the nose tip. The balloon spring stretched over the guidewire lumen. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. A review of the complaint history revealed additional returned complaints for the complaint codes balloon burst and distal tip nose tip separated. A review of these complaints found the complaint rate did not exceed the monthly control limit for the trend category. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst was confirmed by the imagery provided from the field. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A definite root cause is unable to be determined, however available information suggests that patient factors (annular calcification) may have contributed to the reported event. A review of IFU/training manuals revealed no deficiencies and the complaint occurrence rate did not exceed the monthly trending category control limit, no corrective or preventive action nor pra is required. The complaint for distal tip, nose tip- separated was confirmed by the imagery provided. Due to the unavailability of the returned device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A definite root cause is unable to be determined, however available information suggests that procedural factors (burst balloon retrieval) may have contributed to the reported event. A review of IFU/training manuals revealed no deficiencies and the complaint occurrence rate did not exceed the monthly trending category control limit, no corrective or preventive action nor pra is required. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.